Event description:
During the procedure the procise xp plasma wand began to smoke at the tip. Surgeon noticed the smoke and immediately stopped using the device. The device was removed from the sterile field and a new one was opened. No patient adverse event.